Event description:
Insert became disassociated from tibial baseplate. It was removed 8 months after primary surgery.

Manufacturer narrative:
Add'l info.

Manufacturer narrative:
The associated complaint device was not returned for evaluation.